Manufacturer narrative:
(B)(4) product has not returned. Attempts have been made to contact complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the reamer tip cracked. There was no report of harm to patient or foreign body retained. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d4; d9; g3; g6; h1; h2; h3; h4; h6. H6: proposed annex g code: mechanical (g04) - drill. Visual examination of the returned product identified the end of the cutting feature is cracked. Material hardness is conforming to print specification. Wear & tear is seen that indicates repeated use. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.